Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the unit was returned for failure analysis and the reported failure (error 23062) was confirmed and replicated in house. The unit was tested on an in-house system and failed normal mode as it triggered the 23062 error. During inspection there was significant fluid intrusion that was found on the acsb3 and the acsc clutch bottom. The unit went through testing on a pftp, and it passed all required test except for insertion button test. The gold acsb3 was installed and the unit passed the insertion button test, after reinstalling the original acsb back onto the unit the error returned. The spar toggle switch assembled and the acsc pca, covers, shield, and ffc will be replace as a fix to reported problem. The complaint regarding recoverable fault on usm1 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable fault 23062 occurred. After recovering, it occurred again frequently. The intuitive surgical inc.(isi) technical support engineer (tse) informed customer about the root cause for that fault and that a repair of the affected universal surgical manipulator (usm) was needed. The tse also informed the customer about the possibility to use the system without usm 1. The customer was going to complete the procedure as planned under these circumstances. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the affected usm was not used after the first error occurred. The surgeon continued the procedure with only 3 usms.